Event description:
Product was returned for investigation. A physical inspection of the returned product confirmed that the damage sustained to the power cord is attributed to external factors not originating from the device itself. The sustained damage resulted in a device malfunction. A cut or damaged power cord on a base charger can cause or contribute to electrical current leakage or short circuit events. No sign of burning or short circuit event detected from the returned device. It was determined that the device did not malfunction. This case is now determined to be not reportable.

Manufacturer narrative:
On 07/07/2025, investigation on the product received was completed. A physical inspection of the returned product confirmed that the damage sustained to the power cord is attributed to external factors not originating from the device itself. The sustained damage resulted in a device malfunction. A cut or damaged power cord on a base charger can cause or contribute to electrical current leakage or short circuit events. No sign of burning or short circuit event detected from the returned device. It was determined that the device did not malfunction. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2025-000010 submitted on 05/30/2025 can be removed.

Manufacturer narrative:
The device was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a philips sonicare accessory charger caught fire. No injury or property damage was reported.